Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that the lid (door) of the architect c4000 analyzer is not staying open. The customer stated that while performing maintenance the lid is slowly closing shut. No injuries have occurred. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. Abbott field service (fs) investigated the issue on-site and adjusted the top counter balance on the front cover hinge to resolve the issue. A review of the analyzer service history was performed, the current event was the ony issue relating to the cover closing. Additionally, no nonconformance for the hinge were identified. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.